Manufacturer narrative:
Per the field service representative (fsr), the screen bios showed up for a second and then only the curser showed up. The fsr checked the 5-volt reading on the ccm and it measured at 5.11 volts, which is good.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) screen stays blank when turning on the heart lung machine. There was no patient involvement.